Event description:
Injury: a physician reported that a young girl experienced the breakage of novofine 30 needles on three separate occasions (january 20, 21, and 23, 1997). The needles had to be surgically removed on all three occasions.